Event description:
It was reported that the artificial urinary sphincter (aus) implanted since 2019 stopped working. The patient experienced incontinence over time and developed an urethral atrophy. An aus replacement surgery was performed in which the new system was implanted in a more proximal location. The physician feels the cuff was not initially placed in a correct location. The patient is expected to fully recover.

Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.